Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: b3: - date of event, d4: - primary UDI number, d8: serviced by third party? H6: medical device problem code (annex a), and component code (annex g). Investigation ¿ evaluation event description: it was reported during a transurethral ureter/renal pelvis laser lithotripsy the user detected the basket of an ncompass nitinol tipless stone extractor could not be opened. The user changed to a new basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), manufacturing instructions, and quality control procedures. One ncompass nitinol tipless stone extractor was returned in open package with label. A function test of handle determined the yellow support sheath was detached from the basket sheath, preventing the basket formation from opening correctly. Kinks were also noted on the basket sheath; these could have occurred in return shipping of the device as it was not loaded into its original packaging correctly. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record showed twenty devices were identified out of specification for a similar issue to the reported failure mode - basket/grasper will not open/close. All twenty devices were scrapped as part of the manufacturing process. Cook has determined that the complaint failure mode is unlikely related to the out of specification devices in production, based on the individual nature of the manufacturing process and inspection. A review of complaint history records showed no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) was reviewed and includes the following: -do not use excessive force to manipulate this device. Damage to the device may occur. A cause for the complaint could not be established. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported during a transurethral ureter/renal pelvis laser lithotripsy the user detected the basket of an ncompass nitinol tipless stone extractor could not be opened. The user changed to a new basket to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.